Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2009, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, follow-up images showed an aneurysm enlargement of an amount unknown. The reported cause of the aneurysm enlargement was thought to be a type ii endoleak from a lumbar artery. On (B)(6) 2018, a reintervention was planned to be performed to treat the aneurysm enlargement. It was planned to embolize the lumbar artery and aneurysm. However, before the embolization, the intra-procedure angiography revealed a distal type I endoleak from the contralateral leg component and not a type ii endoleak. The physician reportedly believed the distal type I endoleak contributed to the aneurysm enlargement. The embolization procedure was cancelled as there was reportedly no type ii endoleaks identified. No further treatment was performed and the patient tolerated the procedure.